Event description:
Procedure type: lobectomy. According to the reporter: the jaws of the endogia locked around lung tissue. After clamping, the jaws would not reopen. Locked jaws had to excised from the clamp tissue. This did not cause more than 30 min delay in the case. This did not cause more than 250cc blood loss.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.